Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. This is the final report.

Event description:
It was reported that the recipient experienced a cerebrospinal fluid (csf) leak during initial implant surgery. The csf leak was repaired and the recipient was successfully implanted.